Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the communicator was not working. Patient stated they used it last night late night to get some more stimulation because they were having some shocks in their foot a little bit. Patient said they started to give themselves a little more shock to help with that and to get over it and it worked. Patient then stated the amount of the shock was too much when they were sitting or going between the class and working with what they were doing so they had to go back to their hotel and get it. When they got there they had it plugged in and they were charging it like they have been doing while they are here and waiting until it gets low charging it and immediately started getting communicator not found. Patient mentioned they have tried to reset it on the instructions to scan it and try powering it off or try plugging it in and wait 60 seconds but it just keeps flashing no matter what they do. During the call patient service walked patient through resetting the communicator. Patient was able to successfully connect to their implanted neurostimulator. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID tm91scs2 (B)(6); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.